Event description:
It was reported that this right ventricular (rv) lead had exhibited possible infection as the patient experience burning sensation at the pocket site. The technical services (ts) directed the patient to contact the cardiologist. There were no additional adverse patient effects reported. The rv lead remains in service.